Event description:
During implantation of device, the surgeon was unable to tighten the lock screw due to the screw head pillars spreading and lack of screw thread contact. The surgery was completed with another screw. There was a significant extension of surgery time. No other complications were reported.